Event description:
It was reported that the tip of the driver broke with the final tightening of the connector. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical examination confirms tip broken at hex corner. The location and nature of fracture, in addition to the age of the instrument, suggest failure due to torsional fatigue. A review of the device history records did not identify any applicable nonconformance to specification. The above observations are consistent with anticipated wear, resulting in the foregoing event.